Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedures of hysteroscopy with novasure endometrial ablation, anterior and posterior vaginal repair, cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapsed. The patient experienced pain, erosion, bleeding, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh revision/removal in or about (B)(6) 2012. It was also reported that on or about (B)(6) 2012 and (B)(6) 2013, the patient underwent removal/revision due to pain, dyspareunia, discharge, bleeding. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6). (As per operative report). It was reported that patient underwent hysteroscopy, dilation and curettage, excision of vaginal lesion, cystoscopy, and ureterolysis on (B)(6) 2012 by dr. (B)(6). (As per operative report). It was reported that patient underwent excision of eroded mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6) medical center. (As per operative report).

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6). (As per operative report). It was reported that patient underwent hysteroscopy, dilation and curettage, excision of vaginal lesion, cystoscopy, and ureterolysis on (B)(6) 2012 by dr. (B)(6). (As per operative report). It was reported that patient underwent excision of eroded mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6) medical center. (As per operative report).